Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional testing could not be performed since the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject target coil was prematurely detached inside the microcatheter and a snare device was used to remove the coil from the patient's anatomy. Additional information provided by the customer indicated that continuous flush was not set up and maintained throughout the clinical procedure. Per the dfu, continuous flush is critical to prevent friction related issues in the microcatheter and to achieve optimal performance of the target coil. In the case of this complaint, it is probable that failure to administer continuous flush contributed to difficulty advancing the coil in the microcatheter and as a result, the coil prematurely detached. An assignable cause of use error will be assigned to this complaint since there was a deviation from the supplied dfu that resulted in a different medical product response than intended by the manufacturer or expected by the user.

Event description:
It was reported that the subject coil was prematurely detached inside the microcatheter shaft without using the detachment system; therefore, the physician had to use a snare device to remove the coil from the patient anatomy and the procedure was completed successfully. No clinical consequences were reported due to this event.

Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that the subject coil was prematurely detached inside the microcatheter shaft without using the detachment system; therefore, the physician had to use a snare device to remove the coil from the patient anatomy and the procedure was completed successfully. No clinical consequences were reported due to this event.